Event description:
Device has piece of plastic advertising that is "meant" to be fused to main body of instrument. This became dislodged and dropped into patients abdomen near splenic flexure during the operation. This wasn't noticed until theatre observer mentioned that he could see "into" inner workings of instrument and this wasn't normal then staff found piece of plastic 3cm long inside. Surgeon removed piece of valleylab advertising from patients splenic flexure. Patient: male. Procedure: 2nd stage hartmann's.